Manufacturer narrative:
Additional information: there were 3 potential lots reported but the exact lot could not be determined. Information for the potential lots is as follows: d.4. Medical device lot #: 8214840, d.4. Medical device expiration date: 7/31/2021, h.4. Device manufacture date: 8/2/2018; d.4. Medical device lot #: 8200535, d.4. Medical device expiration date: 6/30/2021, h.4. Device manufacture date: 7/19/2018; d.4. Medical device lot #: 8152774, d.4. Medical device expiration date: 5/31/2021, h.4. Device manufacture date: 6/1/2018. H.6. Investigation summary: DHR: all challenge, set up and in process samples were performed per specifications. No qns were initiated during production. Received one 20ga bd nexiva consisting of catheter-adapter extension set and a needle-shield assembly with a miscellaneous needle cover. The packaging was not returned. Visual/microscopic evaluation: the needle-safety shield assembly was missing the v-clip, therefore preventing the cannula from successfully locking into the shield. Conclusion: manufacturing: although a definite source that caused the v - clip to be missed from the assembly is unknown, the defect is manufacturing related.

Event description:
It was reported that the safety system on a bd nexiva¿ closed IV catheter system did not activate and left the needle exposed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety system on a bd nexiva closed IV catheter system did not activate and left the needle exposed.